Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia after a high-carbohydrate, high-fat dinner, with glucose rising from approximately 192 mg/dl to a peak of 351 mg/dl despite announcing a ¿more than usual¿ meal and later an additional ¿usual for me¿ meal while using the ilet. Symptoms included feeling hot and sweaty. Outcomes included return to target range without hospitalization, emergency treatment, or infusion set change, with current glucose later reported at 232 mg/dl. Investigation included clinical consultation and troubleshooting with education on meal announcements and the impact of weight on insulin needs, followed by a recommendation to update the user¿s weight in the ilet settings and to monitor trends. Investigation of this case revealed no device malfunction and suggested that meal composition, timing, and recent weight change could have contributed to the hyperglycemia, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.